Event description:
Additional information received indicated the event was resolved by explanting and upgrading the patient's replacement device to a dual chamber device and implanting a right atrial lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient received inappropriate high voltage defibrillation therapy due to the device programming. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. The physician alleged no malfunction on the device and attributed the event to how the device was programmed and the patient needing a dual chamber device instead of only a single chamber. No intervention has been performed at this time. The patient was in stable condition.